Event description:
Patient underwent aaa repair in 2005. One main body graft and two iliac leg grafts were placed. Then in 2007, patient underwent additional procedure due to a type iii endoleak due to a limb disconnect. One iliac leg graft and another manufacturer's stent were placed to bridge the gap. Patient had tortuous iliacs.

Manufacturer narrative:
Evaluation: still under investigation.